Manufacturer narrative:
Na

Event description:
It was reported that the patient had pocket erosion. The patient had a habit of massaging the pocket area, which may have caused the erosion. The pocket was revised, and the device remains implanted.